Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 19-dec-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid (20 mg/ml 1.4 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient began having differences in volumes at pump refills (more drug was coming out than expected). A catheter dye study was performed, and it was considered a failed study. The patient was taken to surgery on (B)(6) 2021. During the procedure, a new catheter was placed. The old catheter was cut in the pocket and a portion was explanted. The rest was tied off in the pump pocket and left implanted. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, ¿na¿ was noted. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.